Event description:
It was reported that the fowler cylinder needed to be replaced. No adverse consequence reported.

Manufacturer narrative:
After investigation, the most probable cause to explain the leaking fowler cylinder is that fluid might have entered in the gas cylinder.